Manufacturer narrative:
(B)(6). The data in this report ws initially filed in manufacture report number 1415939-2017-00157, (B)(6) manufacture location was documented under the incorrect manufacture location. This report is being submitted to correct the generated manufacture report number and respective location. An investigation of the customer issue included a review of the complaint data, abbott field service representative evaluation, a device history review , instrument history review, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved completing preventative maintenance which included replacement of the which resolved the issue. The device history review did not identify any nonconformances or deviations with the bellows. The instrument history review did not identify any other complaints. Tracking and trending did not identify an adverse trend for the bellows which was replaced on the architect c16000 analyzer. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the bellows in use on the architect c16000 analyzer, list number 03l77, was identified.

Event description:
The customer observed falsely elevated lactate dehydrogenase (ldh) results for 8 patients while using the clinical chemistry ldh assay. The customer provided the following results from 06/08/2017: (B)(6). No impact to patient management was reported.